Event description:
It was reported that during a tonsillectomy procedure using a procise ez view wand, the wand allegedly sparked while activated. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.